Event description:
It was reported that during an open gastrectomy, the doctor stopped the firing because the device clamped an existing clip by mistake when the device was used on the gastric body. Then, the same device was tried to be fired at another position after changing the cartridge. However, the firing force was higher than expected and the firing knob was broken off. The nurse confirmed the swing tab before the device was handed to the doctor. Another device and cartridge were used to complete the case without problem. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Results: firing knob dislodged damaged slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with six reloads present. Reload (b) was returned with the proximal 22 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, reload (d) was returned with the proximal 18 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, reload (e) was returned with the proximal 37 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. Reloads (c, f, g) were received fully fired, locked. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.